Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas exhibited progressive touchscreen unresponsiveness, frequent unintended screen shutoffs during active use, difficulty unlocking, and multiple failed attempts to select meal delivery or complete meal announcements, with the device eventually blacking out mid-swipe; the device was replaced and the original was returned. Symptoms included no reported injury, hypoglycemia, or hyperglycemia. Outcomes included user inconvenience and temporary loss of device function during interaction, without medical intervention or hospitalization. Investigation included collection of user reports and logistics review related to replacement. Investigation of this case revealed a suspected touchscreen or display assembly malfunction resulting in intermittent input failure and screen blackout, consistent with a device hardware performance issue affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display assembly.